Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of high on cgm, due to incorrect time. High bg was addressed by correction bolus via pump. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.